Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not currently available.

Event description:
Tip of the driver broke off while doctor was inserting screw. There was no patient consequences.

Event description:
Additional information received from sales representative on 27 november 2018: the sales representative indicated that the account discarded the device, therefore it will not be returned for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a device history record (DHR) review. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is not currently available.